Event description:
While attempting to start an infusion via epidural pump, pump had alarm with an 800 number displayed on the screen followed by a code. Attempted to change pumps and the same alarm occurred. When verifying that all cell phones were turned off, the pt realized hers was not off. Upon turning her phone off the epidural pump then worked properly.